Event description:
The account alleged the bed exit will not set. No pt impact.

Manufacturer narrative:
The technician found the cause is user error by the staff zeroing the scale with the pt in the bed; the scale reads a negative weight. The technician resolved the issue by zeroing the scale.